Event description:
It was reported via repair work order that the footboard had intermittent power due to footboard connector cable was loosely connected to the cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.